Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50 serial #: (B)(4), description: linear 3-6 lead, 50cm; model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient underwent a revision procedure wherein the lead was moved and fat was added around the ipg and lead site. No device malfunction was suspected. The patient was doing well postoperatively.